Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and missing end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump's keypad was intermittently responsive or unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.